Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalizations due to high and low blood glucose. Customer stated that in (B)(6) of 2013 he was hospitalized due to high blood glucose of over 300 mg/dl. In (B)(6) of 2013 and (B)(6) of 2014 she was hospitalized due to low blood glucose, the readings at the time of hospitalizations were 54 and 40 mg/dl. Customer stated that her infusion set cannula was bent. Nothing further was reported.